Manufacturer narrative:
Customer returned meter. Test strips were not returned. Returned meter performed in accordance with manufacturer's instructions for use. Customer's complaint of erratic readings was not duplicated during testing. The precision xtra blood glucose readings as reported by the customer were found in the meter internal log.

Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose monitor. In blood glucose tests, customer received readings of 481 mg/dl, 157 mg/dl, and 124 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.